Manufacturer narrative:
(B)(4).

Event description:
It was reported that the procedure was to treat a 95% stenosed lesion in the mildly tortuous proximal left anterior descending (lad) artery. Pre-dilatation was performed with an unspecified 2.5x15mm balloon dilatation catheter (bdc), followed by deployment of an unspecified 3.5x28mm stent implant. The 3.5x12mm nc trek bdc was unpackaged with no resistance noted during removal of the protective sheath. The bdc was soaked and prepped before use with no issue or leak noted during preparation. The bdc was advanced without reported issue for post-dilatation; however, the bdc failed to inflate and was removed without reported issue. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A 3.5x12mm nc trek bdc was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.